Manufacturer narrative:
(B)(4).

Event description:
A motor stall occurred on (B)(6) 2010 at 1253. The cause of the stall was unk. The stall was constant. A previous motor stall was recorded in the pump logs on (B)(6) 2010; the stall was at 0752 and stall recovery occurred at 0843. The pt experienced unspecified withdrawal symptoms. A pump alarm was heard. The pump was programmed to a minimum rate yesterday and the audible alarm was silenced due to the stall. The pump likely recovered and then stalled again resulting in the audible alarm. Surgical replacement was being coordinated by the hcp. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.